Event description:
Pt reported headache and fatigue. Pt reported one of her pumps has given her an alarm multiple times that she thinks stated occlusion. She couldn't remember exact alarm message but she reported it has happened multiple times with the same pump. She said it hasn't happened every time but it has occurred multiple times (not previously reported to the pharmacy). She advised she would try to resolve alarm but was always unsuccessfully so she would switch back to her other pump and was able to continue infusion. Patient confirmed this alarm has always occurred on the same one pump. Pt provided malfunctioning pump serial number: (B)(6). No missed doses reported. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.